Event description:
The customer was hospitalized for high blood glucose levels. The customer mentioned that he forgot to take his insulin on time. The customer also mentioned that the blood glucose meter was not giving correct readings. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.